Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced resistance while filling a cartridge the customer changed the cartridge and was able to complete loading the insulin into the cartridge successfully. There was no impact to the customer's blood glucose level.